Manufacturer narrative:
Product event summary: analysis found that the radiofrequency head had fluid ingress and corrosion.

Event description:
The radiofrequency (rf) head returned as an associated product subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.